Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having power line disconnect alarms at random. The system controller alarmed connect to power despite having fully charged batteries and when connected to wall power. It was also reported that the driveline cable was thinning and tape was applied at the patient visit. The heartmate 2 log file was submitted for review, the event log captured some odd strings of power cable disconnects on (B)(6) 2022. The power cable disconnects appear to be caused by the white power lead of the system controller. The white power lead may have had a poor battery connection to the battery clip. The alarms resolved after the changing to the mobile power unit on (B)(6) 2022. There no other abnormal power cable alarms after (B)(6) 2022 beside the normal power cable alarms when switching power. In addition, the log file also captured intermittent low flow alarm throughout the log that were not sustained. The estimated flow appeared to fluctuate below the alarm threshold of 2.5 lpm and seemed to be physiological in nature. The log file was also reviewed for the driveline cable thinning, and there was no evidence of any type of percutaneous lead conductor issue. The tears to the percutaneous lead outer jacket were cosmetic and applying rescue tape to the percutaneous lead outer jacket tears was recommended. There were no other notable alarm conditions or parameter changes. The power cable disconnect alarms resolved by changing system controllers. The patient's back up system controller became the primary controller and a new back up system controller was issued. The patient was stable and sent home.

Event description:
The cause of the low flow alarms was that the patient needed to drink more water, and the alarms resolved once the patient drank more. The patient had no symptoms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported thinning of the silicone jacket layer of the driveline could not be confirmed as no photos or product were returned. A specific cause for the damage could not be conclusively determined through this evaluation. The submitted log file captured transient low flow events throughout its duration. The pump appeared to function as intended at the set speed. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, the account later communicated that they were attributed to the patient¿s inadequate fluid intake. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, ¿introduction,¿ provides an explanation of all pump parameters including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. This section also addresses damage due to wear and fatigue of the driveline and outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also lists hypovolemia as a potential late postimplant complication. The heartmate ii lvas patient handbook is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.